Event description:
Received last of 3 synvisc injections. Swelling in knees began two days later. Pt "unable to take po antiinflammatory meds because fragile diabetic. 60 cc's yellow/clear synovial fluid aspirated from both knees. Injected 15 cc's 1% xylocaine into knees. Unable to give cortisone into synovium" because of shortage". Improved after lidocaine.